Event description:
Customer called regarding the meter allegedly giving error 1 when the power button is hit. They did not report any symptoms. They did have a treatment, however, did not specify. There was no evidence of an adverse event, based on the information provided. The customer contacted medical professional for advice. The customer service representative tried troubleshooting and the meter still gave error 1. The meter and the test strips were replaced due to an unresolved issue.